Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that the screen was flickering and that the touchscreen would not work. No patient or user harm was reported.